Event description:
Reportedly, the device was explanted at implant and replaced by a valve due to unknown reasons. No patient information was provided. The device will be not returned (discarded). Information learned through foreign implant patient registry. No additional information provided.

Manufacturer narrative:
Device not returned.